Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was between 200-300 mg/dl with extreme drowsiness and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because a use error or device malfunction could not be ruled out as contributing factor to the reported health event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 03/21/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. The total daily dose was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).